Manufacturer narrative:
Date rec¿d by MFR: 18sep2019. Date of report: 30sep2019. The service engineer (se) inspected the device. The se could not duplicate the reported issue. The equipment was returned to the customer and is operating according to the manufacturer's specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit does not ventilate properly. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit does not ventilate properly. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.